Event description:
It was reported that the staff lowered their table on a stool which lifted the base off the ground. When the stool gave out, the table landed on a staff members foot. The user was sent to get xrays on their foot. Complainant was not aware of x-ray results or if further treatment or medical intervention was required.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the staff lowered their table on a stool which lifted the base off the ground. When the stool gave out, the table landed on a staff members foot. The user was sent to get xrays on their foot. Complainant was not aware of x-ray results or if further treatment or medical intervention was required.

Manufacturer narrative:
On 9 may 2024, it was reported "that the staff lowered their d830 table on a stool which lifted the base off the ground. When the stool gave out, the table landed on a staff members foot". The main incident reported was caused by the stool underneath the table, this type of use is not following the operator's manual. The damage done to the table has yet to be repaired. This issue was discovered during usage, and there was patient involvement, but complainant was not aware of x-ray results or if further treatment or medical intervention was required. This failure mode has not exceeded any threshold and will continue to be monitored. The root cause of the issue could be that there was object located in the direction of movement of the or-table during its movements which led to the problem.